Manufacturer narrative:
Additional information was received indicating that the device malfunction was discovered during testing. There was no patient involvement when the failure occurred. There was no delay to treatment or therapy. Based on this information, it has been concluded that this is not a reportable event.

Manufacturer narrative:
Report date: 23jul2021.

Event description:
The customer reported auxiliary power failure. The customer reported that the unit was in use on patient, but there was no patient harm reported. The authorized service personnel (asp) was able to verify the reported problem. The (asp) reported that the equipment had black screen, cannot reboot. The authorized service personnel (asp) replaced the power management (pm) board and motor controller (mc) board to address the reported problem. Unit returned to full functionality.